Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown, unknown assembly catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-01963, 0001825034-2019-01966. Not returned by hospital.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to unknown reason. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned.device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
From additional information received, it was reported that the patient was revised due to loosening of the femoral component.

Manufacturer narrative:
UDI #: (B)(4). Concomitant medical products: compress segmental anchor plug catalog # 178412 lot # 751290, compress anti-rotation spindle catalog # 178353 lot # 114960, oss poly lock pin catalog # 150478 lot # 348870, oss poly tibial bushing catalog # 150476 lot # 460690, cps centering sleeve 23mm catalog # 178545 lot # 299950, cps nut co-cr-mo alloy catalog # 178512 lot # 939510, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 099510, oss segmental stacking adapter catalog # 150483 lot # 437030, oss 3cm diaphysel segment catalog # 150464 lot # , oss rs 7 cm mod seg fmrl-lt catalog # 161012 lot # 376480, oss tibial poly bearing 18mm catalog # 150413 lot # 075170, oss reinforced yoke catalog # 150493 lot # 700120, oss rs axle catalog # 161035 lot # 402230, oss rs poly fem bushings set/2 catalog # 161034 lot # 251260.